Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded with contrast in the lumen and balloon. The tip, balloon, markerbands and proximal bond were microscopically examined. The complaint device was received with the shaft broken/fractured in the hypotube, 35.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous kinks in the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The device was functionally tested by attaching a stopcock and touhy to the distal and of the broken shaft with an inflation device attached to the other end of the stopcock. The balloon did not inflate immediately, and, when rated burst pressure (rbp) was reached, the balloon quickly inflated and burst. There resulting burst was 9mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-jul-2016. It was reported that balloon inflation failure and leak occurred. The 70% stenosed, 24mm in length target lesion was located in the mildly tortuous, mildly calcified, and 2.0mm in diameter left anterior descending artery. A 2.00mm x 20mm maverick² balloon catheter was advanced for dilatation. However, when the balloon was initially inflated under standard atmospheres, the balloon failed to inflate and the physician found the balloon leaking. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.